Manufacturer narrative:
(B)(4): additional narratives/data - correction - upon further review of the complaint, it is confirmed that the complaint is not reportable and was submitted in error. Please disregard any information in the initial report for report number 3004753838-2016-90672.

Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. Patient's mother stated values were 120 points off. At the time of contact, no injury or medical intervention was reported. The receiver data log was reviewed on 06/06/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.